Event description:
Upon insertion of the implant, the tip of driver broke off inside the screw in the patient. Follow-up with hosp indicates the tip remains in the pt. Surgeon considered that leaving the tip was the best option rather than removing it, to avoid disrupting the repair. Surgeon did inform pt of event. No further complications with pt reported by hosp. This device is used for treatment.